Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal cramping and cloudy effluent fluid, which required antibiotic therapy. The ccn stated that the etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt). The patient was diagnosed with an infection. It was initially reported that the patient was receiving antibiotic flushes to treat a ¿port site infection.¿ however, follow-up with the patient¿s clinical charge nurse (ccn) revealed the patient is being treated for peritonitis only, there is no exit-site, port and/or pd catheter (not a fresenius product) infection present. Instead, the patient reportedly presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal cramping and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided. The patient¿s peritoneal effluent culture result returned positive; however, the genus and species were not provided. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The ccn stated the cause of the bacterial peritonitis is unknown, however there is no suspicion the serious adverse events were caused by a fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt). The patient was diagnosed with an infection. It was initially reported that the patient was receiving antibiotic flushes to treat a ¿port site infection.¿ however, follow-up with the patient¿s clinical charge nurse (ccn) revealed the patient is being treated for peritonitis only, there is no exit-site, port and/or pd catheter (not a fresenius product) infection present. Instead, the patient reportedly presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal cramping and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided. The patient¿s peritoneal effluent culture result returned positive; however, the genus and species were not provided. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The ccn stated the cause of the bacterial peritonitis is unknown, however there is no suspicion the serious adverse events were caused by a fresenius product(s) and/or device(s) deficiency or malfunction.